Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient¿s device was in overdischarge. They stated that upon recovering the implantable neurostimulator (ins) from overdischarge, the patient programmer showed end of service (eos). The rep stated that they have no information regarding the patient¿s previous 2 overdischarge. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient¿s physician is trying to schedule a battery replacement in the future, but no date has been scheduled at this time. No further complications were reported or anticipated.